Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device evaluation: the device was not returned for evaluation. Therefore, an investigation was not possible. The customer's reported event could not be confirmed. Manufacturing records review: the serial number of the lens is unknown; therefore, a manufacturing record review or a complaint search for the associated production order could not be conducted. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
Upon opening the inner case of the intraocular lens (iol), the doctor observed a hair-like debris on the optic. Therefore, the doctor did not use the iol. There were 3 similar cases, including this one, in 6 months. No patient injury reported. No patient contact reported. No additional information was provided to abbott medical optics. Note: separate reports will be submitted for the additional 2 incidents. This report represents report 3 of 3.